Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "backup alarm failed" error code. The customer troubleshot the issue and determined that there was a bad backup speaker on the central processing unit (cpu). The customer was provided with the part number for replacement. A follow up was performed with the customer, and it was reported that the cpu was replaced to resolve the issue. In addition, the customer contacted philips, and was provided with the option codes, to reprogram and activate the device options. The customer successfully activated the options. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.